Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the complained blade shows that the end cap was distorted in the sleeve. Therefore it could not be locked as foreseen. We have to assume that this damage occurred during assembling procedure to the inserter during use. After correcting the position of the end cap, the function of the device is well.

Event description:
It was reported that the shaft of the blade did not rotate. This is report 1 of 1 for (B)(4).